Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The patient developed a late pericardial effusion in the holding area after a successful device implant. The physician performed 2 partial recaptures and after each partial recapture, there was contrast softly injected in the laa to confirm feet were in a safe position without any contrast escaped into the pericardial space. Each contrast injection revealed no indication to a potential effusion. The physicians performed a pericardiocentesis and removed 800cc of fluid and approximately 200cc was auto transfused and the blood was given back to the patient. The patients pressure returned to normal and not hypotensive. A drain was left in the patient and there was minimal fluid in the drain later that afternoon. The primary physician pulled the drain later that evening. The patient remained stable and was discharged the next day.